Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
It was reported that the ventilators touchscreen was not working. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the ventilator passed all testing.